Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the right femur on (B)(6) 2018, the cable tensioner with pistol grip was slipping as tension was being applied. It was reported the cable tensioner was not pulling the cables tight as quickly as usual. Each cable took approximately five (5) seconds longer to tension/tighten. Five (5) cables were implanted. Procedure was completed successfully with no surgical delay. Patient outcome was good. Concomitant device: cable (part: unknown, lot: unknown, quantity: 5). This report is for a cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 03.221.015, synthes lot number: p094632 , supplier lot number: n/a, release to warehouse date: 27-may-2011, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.